Event description:
It was reported that the device's indicator is flashing red x. There was reportedly no patient involvement.

Manufacturer narrative:
H3 other text : multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available.

Event description:
It was reported that the device's indicator is flashing red x. There was reportedly no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.